Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-aug-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 02-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The patient was having an implantable neurostimulator replaced when they were getting high impedance on all contacts with the new ins and also with a wens. An x-ray demonstrated a severe kink in the lead. Both leads were replaced intra-op, and the impedances were all normal with the new implantable neurostimulator afterwards.